Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, a review of the black box showed evidence of a cs 064 motor error on (B)(6) 2018, and two cs 078 motor rewind errors on: (B)(6) 2018 and (B)(6) 2018. Evidence of moisture was observed behind the display lens. The pump powered on with the returned battery cap. A 24 hour basal program was run with the returned battery cap. No reboot, loss of power, or call service alarms were duplicated during the 24-hour basal segment testing. The pump¿s casing was removed, and evidence of moisture contamination was found throughout the inside of the pump. A cs 064 or cs 078 motor rewind error was not duplicated during investigation.